Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd phoenix¿ m50 automated microbiology system there was false resistance. The following information was provided by the initial reporter, translated from (B)(6) to english: customer complains that the equipment is a little slow and that there have been discrepant ID and tsa results.

Event description:
It was reported that while testing with bd phoenix¿ m50 automated microbiology system there was false resistance. The following information was provided by the initial reporter, translated from portuguese to english: customer complains that the equipment is a little slow and that there have been discrepant ID and tsa results.

Manufacturer narrative:
H.6 investigation summary: a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported inconsistency in ID and ast results, as well as slowness in the computer operation. Bd provided the customer with guidance on improving the speed of the system, as an aside to this complaint about results. A bd field service engineer (fse) reviewed the customer's workflow and discovered that they were using short tips when preparing samples. The fse recommended that the customer use xl tips, and that the use of short tips increases the risk of false results due to contamination caused by the pipette/tip. The fse advised the customer on how to check for contamination until they can obtain the recommended tips. The root cause of the incorrect results was determined to be customer workflow. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this complaint was reviewed and revealed two previous cases related to incorrect results. Under the first, the issue was generated due to a customer-set rule being triggered. Under the second, the customer requested training after an increase in incorrect results, but the training was unable to be carried out due to lab restrictions. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.